Event description:
It was reported that during threshold testing, the programmer screen froze right as the capture was lost. The patient had syncopal event and the physician wound up pressing the stat pacing button and the patient recovered. The programmer will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer was visually inspected, and no anomalies were noted. The system underwent functional testing and baseline checks were completed. The programmer was powered on to check for error reports or boot-up issues. An error code was found to have been recorded; however, detailed analysis did not reveal any abnormalities. The touchscreen operated as expected throughout testing.; the programmer system performed normally throughout all tests. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.